Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that patient was coming to emergency department (ed) for evaluation for dark urine and high watt alarms. Upon arrival to ed, watts 6.4 flow, greater 10 lpm at 2600 rpm.  The patient was admitted with an ldh 1200. The patient was seen in clinic the previous day lactase dehydrogenase (ldh) in 200s, vad parameters stable, inr 3.8. The patient was started on integrillin and within 12 hours, power was running 17-25 watts. Site was notified that pump was at risk for failure when watts approach 25. On (B)(6) 2017, the  site reported that the hemoglobin (hgb) had fallen and the ldh had risen to 2000. The intergrillin was stopped and inotropes started. Around 0200 (B)(6) 2017, the patient decompensated and was emergently placed on ECMO, and hvad was discontinued. The patient was taken to the operating room (or) on (B)(6) 2017 and the hvad was explanted.  A hmii was placed. Patient did not tolerate the procedure well requiring ECMO and continuous veno-venous hemofiltration (cvvh-hd). The patient remains critically ill in the ICU.

Manufacturer narrative:
The pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption starting (B)(6) 2017 to a peak of 24.5 w on (B)(6) 2017 to parameters above the normal operating range and multiple high watt alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of historical data of returned pumps, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities, possible issues with therapeutic anticoagulation and antiplatelet medications and the patient's recurrent episodes of device thrombosis and his hypercoaguable state. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.